Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the middle of the yaw pulley. The instrument failed the electrical continuity test. Thermal damage was observed on the outer surface of the yaw pulley. The root cause is attributed to a component failure. The instrument was also found to have localized melting on the outer surface of the yaw pulley. The root cause is attributed to mishandling and misuse. The primary complaint regarding a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the additional finding of a damaged conductor wire insulation and thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed that the fenestrated bipolar forceps instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument had broken cable. The procedure was completed with no reported injury.